Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the ipg site. It was noted that the ipg was visible through the skin.

Event description:
A report was received that the patient¿s battery was trying to come out of the pocket. It was noted that there was actual breakage of the patient¿s skin. The patient underwent a revision procedure as a precaution to prevent infection. During the procedure, the ipg was replaced with no device malfunction. The patient was reportedly doing well post operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s battery was trying to come out of the pocket. It was noted that there was actual breakage of the patient¿s skin. The patient underwent a revision procedure as a precaution to prevent infection. During the procedure, the ipg was replaced with no device malfunction. The patient was reportedly doing well post operatively.